Manufacturer narrative:
(B)(4). It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
As reported by the ous affiliate, after revising a certas valve with siphonguard, it was found to have separated from the valve housing. Another was used to complete the procedure.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 2. The valve was visually inspected: the silicone housing around the siphon guard was cut/torn. Review of the history device records was not possible as the lot number was unknown. The root cause for the tear/cut in the silicone housing is probably due to the user, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.